Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: during the case the balloons would not inflate. There was no harm to the patient. The doctor removed the balloons and used another smsbtovl to continue. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.